Event description:
The reporter stated that the unit was not delivering the correct volume. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The stated problem was verified and was determined to be caused by the user not maintaining the calibration of the device.